Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 350 mg/dl. The customer did experienced the symptoms such as stomach pain. The customer was treated with fluids. Customer was using auto mode during high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.